Manufacturer narrative:
This MDR is related to ge healthcare complaint number. The ge service rep replaced the sram pcmcia card and left the workstation software disks with the system. He reconfigured the generator personality file. The system operates properly at this time.

Event description:
The customer reported that the system displays a checksum error and the bootup was terminated.